Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the insulin pump may have gotten a little sweaty. Customer's blood glucose reading at the time of the call was 211 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.